Event description:
It was reported that eighty five days after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.5mm, 85% stenosed, 20mm long portion of the distal with direct stent placement of a taxus liberte' 2.50x24mm drug eluting stent in the target lesion. There were no reported complications. The pt was discharged 2 days later on plavix and aspirin. 85 days after the initial procedure the pt required a tvr. The physician performed coronary artery bypass grafting (CABG) of the lad, rca, and lcx. In the opinion of the physician the relationship of the tvr to the taxus stent is possibly.